Event description:
A user facility filed a complaint reporting that they experienced an under delivery when using a disposable ambulatory drug infusion system. The flow rate was controlled by a 7-day administration set.